Event description:
Reportable based on device analysis completed on 09aug2024. It was reported that device failed to inflate. The target lesion was located in the left coronary artery. A trapper was selected for use. During the procedure, the balloon was inflated at 12 atmospheres however balloon inflation did not meet expectations. The device was removed, and procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a leak was observed from a pinhole burst on the shaft approximately at 905mm from the catheter tip.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual, tactile and microscopic examination of the returned catheter was completed. There was evidence of preparation of the catheter, as a contrast medium was detected within the lumen of the catheter. There was no damage noted on the distal tip. There was no damage observed on the balloon. The telescope part of the device was set beyond 100cm mark. The telescope arm moved and functioned as normal with no issues. As part of the investigation the catheter was tried to inflate, and a leak was observed from a pinhole burst on the shaft approximately at 905mm. There was a scratch and pinhole burst on the shaft identified approximately at 905mm when measured from the catheter tip.